Manufacturer narrative:
The returned product consisted of a watchman delivery system with the implant inside the sheath. There were traces of blood in the device. The implant was deployed during the lab analysis. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (flared tricuts/abrasions), sheath damage (abrasions), numerous kinks in the sheath located 5.5-6.5cm from the tip and anchor damage. Inspection of the rest of the device found no other damage or defect to the device. The reported kink was confirmed, although the reported difficulty removing could not be replicated as clinical circumstances could not be replicated.

Event description:
It was reported that a device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was deployed. The physician had difficulty recapturing the closure device and removing it after recapturing it into the was. It was noticed that the wds was kinked. The procedure was successfully completed with another of the same device without patient complications.

Event description:
It was reported that a device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was deployed. The physician had difficulty recapturing the closure device and removing it after recapturing it into the was. It was noticed that the wds was kinked. The procedure was successfully completed with another of the same device without patient complications.